Manufacturer narrative:
H11: two actual devices and two photographs of the sample were provided for evaluation. Visual inspection of the provided photographic samples shows a leak from the administration port. Visual inspection was performed on the actual sample and the reported issue was not easily identified. Both sets underwent functional testing by hanging each bag which was still filled with approximately 400ml of unknown total parenteral nutrition (tpn) and both bags leaked from the administration port. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 1000 ml eva tpn bags leaked at the administration port during setup. There was no patient involvement. No additional information is available.